Event description:
The manufacturer received a report indicating that service was required for a trilogy evo ventilator. There were no reports of patient harm or injury associated with this event. The trilogy evo device was returned to the manufacturer's service center for evaluation. The customer's complaint was confirmed. The device log files were successfully downloaded and reviewed. Analysis identified a ¿vent service required¿ error, indicating that the software detected a significant pressure differential between the monitor pressure sensor and the outlet pressure sensor. During inspection, water droplets were observed on the machine flow sensor, and traces of black liquid were noted flowing from the blower. Based on these findings, the machine flow sensor and blower assembly were replaced. Additionally, the proximal in-line filter was found to be clogged with dust and required replacement. To protect the patient's respiratory tract from dust and particulate matter, the particulate filter was also replaced. Following repair, the device passed all testing.